Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an abnormal noise came from the electronic patient gas system (epgs) and an error message displayed on the screen. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Terumo subsidiary was able to duplicate this issue. Two software logs were received by the manufacturer on (B)(4) 2012 for further evaluation.